Event description:
Unable to deflate balloon of 8fr urinary catheter & remove it. Urologist & internist both inserted stylet through balloon lumen to open valve & deflate balloon, but unsuccessful. Balloon port was cut off. Catheter had been in place 3 days. Continued to drain well while difficulties with removal encountered & was known to be up into bladder, not urethra. Finally in radiology, contrast injected & under fluoroscopy, perforation of balloon was verified, yet balloon still inflated. A stiff guide wire was passed through the perforation multiple times. After these attempts, as the guide wire was removed, valve of the balloon opened & balloon deflated. Catheter was discarded.